Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed, for dental cleaning (route dental, lot number 095od, frequency, and expiration date unspecified). After an unspecified duration, the consumer for the first time pulled the floss over the cutter and noticed that the plastic holding the blade of the floss broke off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed, for dental cleaning (route dental, lot number 095od, frequency, and expiration date unspecified). After an unspecified duration, the consumer for the first time pulled the floss over the cutter and noticed that the plastic holding the blade of the floss broke off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012 lot number was updated from 095od to 0950d. No sample was returned. Review of data revealed no adverse trends and no trend involving lot number 0950d. Complaint could not be considered confirmed. History of changes demonstrated adequate controls and did not show any gaps in the production process. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.